Manufacturer narrative:
UDI : (B)(4). Analysis of the issue concluded that the screw was intact and that it was the threaded hole in the frame that was damaged, thus the screw cannot be fixed. It cannot be determined what has caused this damage but it could have resulted from a manufacturing glitch of the threaded hole that has worsened with time. The fixation screws was replaced by screw + nut + washer and a tightening torque of 56 nm was applied. The fixations screws were replaced and this resolved the issue. Device is now fully functional

Event description:
During routine preventative maintenance, field service technician noted that they were unable to fully tighten one of the screws on the trolley. The other two were fully functional. No obvious impact on stability of arm. Fst was unable to remove screw, as it seems to be stuck in place. No patient involvement, no delayed procedure.